Event description:
Dr. Was doing the reverse cut on an anterior cruciate ligament (acl) and the tip broke off inside the knee. Dr. Discovered that it broke and removed the broken piece from the knee by way of a grasper. Staff and I examined the product to conclude that all the pieces were removed and accounted for. The dr. Took x-rays to confirm that there were no residual pieces remaining. Staff actions were appropriate. Dr. Took an additional x-ray with orthoscan and determined again that repair is as expected and no metal is visible. Vendor states this has happened before but is low frequency. Vendor would like to send this product in for evaluation. The 2 parts were retained and I am holding them in my office for now.